Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on the information reviewed, the reported single leaflet device attachment was caused by patient conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet attachment. It was reported that the first mitraclip was implanted in the patient with functional mitral regurgitation (mr). After it was implanted, a single leaflet device attachment (slda) occurred; the clip was no longer attached to the anterior leaflet, but remained attached to the posterior leaflet. In the physician's opinion, the slda was due to the tethering in the posterior leaflet. Two additional mitraclips were implanted to stabilize the slda clip and further reduce the mr. The procedure was completed with mr grade of trace. There was no chordal rupture, tissue damage or other leaflet injury due to the slda. There were no adverse patient effects. No additional information was provided.